Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4)- the dentist reported that 3 months after the dental implant was installed in mouth, its non-osseointegration was observed. Forty five (45) ncm of primary stability was achieved. No further information was provided.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. This follow up is to correct the incorrect information sent on the initial report. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region 7#, its non-osseointegration was observed. In addition, 50 ncm of primary stability was achieved and the patient presented bone type iii.